Event description:
After a successful closure procedure with a 22mm amplatzer septal occluder (aso), the patient was moved to the ward. However, the aso embolized to the pulmonary artery as confirmed by echo prior to discharge. The aso was removed from the pulmonary artery with a snare. The patient had a bad cough when he woke up from the anesthesia and may have attributed to the embolization. The patient is okay and the procedure was successfully completed with new device.

Manufacturer narrative:
The 22mm amplatzer septal occluder (aso) was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test 9f loader and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.